Event description:
After phone trouble-shooting it was discovered that the device did test the calibration but with high values. The device was replaced and the defective one returned for investigation.